Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge, a code 1007 due to capacitor charge time exceeding limitations and a code 1004 was observed indicative of a short circuit condition. It was determined that the patient experienced real arrhythmia and the ICD failed to convert. The code 1004 was believed to be caused by low out of range shock impedance measurements on the right ventricular (rv) lead. It was recommended that the ICD and rv lead need to be replaced. Subsequently, a revision procedure was performed and products were explanted and replaced. No additional adverse patient effects were reported.